Manufacturer narrative:
The device was received by depuy synthes power tools. The reported condition of cord damage was confirmed. During service, it was determined that the device had an old hose. In the emax2 the cord is located within the hose. If add'l info becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service, a damaged cord was noted. The device was not being used in surgery. No injuries were reported. There was no add'l info provided.